Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer performed a pump reset and declined additional troubleshooting.